Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Retain sample evaluation is not available for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for leakage, bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® urine collection cups that samples were leaking. This occurred twenty-five (25) times. There was no health impact or consequences reported.